Manufacturer narrative:
One used inserter/retractor insulin canister was investigated. Visual inspection did not find the cannula detached from the site base. No problems were found with the returned product sample. A review of the device history records related to the reported lot number did not reveal any non-conformities during manufacturing. The reported product issue could not be confirmed as the cannula was still intact. No evidence was found to suggest the reported event was related to an intrinsic product problem.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Home care user reported that during removal of the infusion site, the cannula detached from the infusion set. The home care user was unsure if the cannula fell onto the floor or remained under their skin. The home care user reported that their blood glucose levels rose due to the interruption in insulin therapy. The home care user reported that they replaced the infusion set and delivered a correction bolus to resolve their high blood glucose. No further adverse effects to user reported.